Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: the white sheath at the distal end of the obturator was cut and disengaged leaving the plastic shaft and knife blade exposed. A functional evaluation found that the trocar passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the disengaged sheath of the obturator may occur when mishandled during clinical application. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, on step 1 access, the cannula and the obturator/trocar broke. The device was replaced to complete the case. There was no patient injury.